Event description:
A medtronic rep reported during a lumbar fusion that the surgeon was having difficulty placing the screw with the navlock driver. The surgeon was able to place the screw w/o the use of the navlock driver, but he had to use an un-navigated screw-driver. After implanting all screws, they performed a spin with the o-arm, and discovered that two screws were not in the pedicles and had to be revised. There was no impact on the pts outcome reported.

Manufacturer narrative:
The pt's weight was not available from this site. Services lot and serial number are both unavailable. The affected part has not yet been returned as of the date of this report.